Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the missing direction of flow label, which was observed during evaluation and is considered confirmed. The label serves dual functionality of assisting the clinician in the proper direction the tubing should be loading and is a mitigation for incorrect set loading. It is also used as a shim to help calibrate the device based on how the door closes. The absence or damage of this label/shim could put the patient at risk. The label was replaced. Additional information: component missing.

Event description:
During baxter's evaluation of a spectrum pump, the device had the direction of flow label missing. There was no patient involvement.